Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.

Event description:
It was reported by pt that: " he had a trident hemispherical right hip replacement surgery in 2006. He further reported that he dislocated the right hip and subsequently suffered pain, causing him to be revised in 2008, at the clinic. The pt claims to have dislocated the right hip on two other occasions, the first was in 2006 and the second occurred in 2007."